Manufacturer narrative:
Visual examination confirmed the reported observation. The root cause has been traced to a change in ingredient in the detex dot manufacturing process. Corrective action has been established through CAPA. Introduction of a new ingredient and changing the drying process post application of dye onto label have since corrected the issue. Both returned items were processed prior to the corrective action. No additional corrective action required. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The yellow dot on outer blister pack sleeve bled through the outer blister pack and onto inner blister pack. This issue caused a 25 minute delay in surgery.